Manufacturer narrative:
Product complaint#: (B)(4). Date sent: 9/3/2020. D4: batch#: t5er0k. Investigation summary: the analysis found that one plee60a device was returned with no apparent damage and with a gst60t partially fired 1/16 reload loaded on the device. The returned device and reload were tested for functionality in the straight position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. Batch records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment stop windows resulting in the knife pushing the one piece sled forward and locking the reload.

Manufacturer narrative:
Product complaint # (B)(4)batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Please confirm if anastomotic leak or bleeding. Bleeding. What color cartridges were used throughout creation of sleeve? Gst60g (3), gst60t (1), gst60d (1). Additional information was requested, and the following was obtained: was buttressing material used? Yes seamguard. Does the surgeon routinely wait 15 seconds prior to firing? Yes. Does the surgeon pulse fire or use one continuous firing stroke? One continuous. Were there any difficulties during initial procedure to include staple formation? No. How was the post-op hematoma and leak identified? Patient returned to another hospital. What was the location of both? Unknown patient at another location. What was done in revision surgery to address issues? Unknown. What is the current patient status? Unknown. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a week after a sleeve gastrectomy procedure, a hematoma and leak in sleeve occurred. Patient required revision surgery. Patient was shipped out to another facility.